Event description:
The user facility reported via medwatch report (1001510000-2022-8014) that during a patient procedure the probe went around the pill camera instead of pushing the pill camera out to deploy. No report of injury.

Manufacturer narrative:
The user facility did not disclose if another device was utilized to complete the procedure. Steris requested the device subject of the reported event back for evaluation however, the device was discarded by user facility personnel. As the device it not available for evaluation, steris is unable to determine the cause of the reported event. The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. The instructions for use (IFU 731119) also contains the following instructions: "push the video capsule into the capsule cup with the optical dome of the video capsule facing out. Listen for an audible click (this indicates that the capsule is appropriately seated within the capsule cup). Deploy the capsule by following these steps: open the finger ring handle briskly until it stops. Confirm capsule delivery endoscopically by looking through the clear capsule cup and seeing the cable and the empty capsule cup. Advancing the capsule cup from the distal tip of the endoscope may enhance the luminal field of view. If the capsule does not fully deploy: close the finger ring handle. Slightly alter the position/angulation of the endoscope. Straighten the handle and catheter and repeat deployment steps. After capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter." Steris offered in-service training on the proper use and operation of the advance capsule endoscope delivery device however, the user facility has not responded. No additional issues have been reported.

Manufacturer narrative:
The user facility stated that another device was utilized to complete the procedure successfully. No additional issues have been reported.